Event description:
According to the reporter, during the laparoscopic assisted distal gastrectomy, the staple stopped midway when firing was performed during the early stage of the gastric resection. The resistance value limit display was displayed, so it was fired after compressing for a few minutes. It was thought that the firing was stopped because firing was forcibly performed on tissue that was likely beyond the applicable thickness. It was also noted that the slightly advanced staple line could not form a b shape and was in tatters. The surgical time was extended for about 30 minutes. Reinforcement by additional suturing of the staple was performed. The device was replaced with another company's powered stapler, and the gastric resection was completed.

Manufacturer narrative:
D10: concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p3b0113), sigphandle, sig power sigphandle handle (serial#: (B)(6), sigpshell, sig power sigpshell control shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.